Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited high out-of-range shock impedance measurements on the right ventricular (rv) lead. This has been an ongoing issue and the suspected cause was calcification. Recently, the field representative requested a review of these measurements to technical services (ts) and ts discussed that due to the current trends, this does not appear to be a gradual rise nor a lead integrity issue. Reprogramming options were discussed. No adverse patient effects were reported. This device remains in service.